Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vf and the lens tore. The surgeon enlarged the incision minimally and cut the lens in half to remove and replace the lens with another model lens. No suture was required.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. However, the mechanism of damage is undetermined at this time. The complainant indicates the complaint sampe had been in place for approximately 178 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.